Event description:
Customer reported non-reproducible advia centaur troponin ultra (tni ultra) results for two patient samples. One patient was kept in the hospital for follow up based on the initially high results. There are no reports that treatment was altered or prescribed or adverse health consequences based on the non-reproducible advia centaur troponin ultra results.

Manufacturer narrative:
The cause of the non-reproducible advia centaur troponin ultra results is unknown.. A siemens applications specialist went on site and observed that the high results were generated with the same readypack. The readypack was completely used and was not available for additional testing. No information is available to indicate whether the readypack was properly mixed prior to use. No conclusions can be drawn. The applications specialist performed a troponin ultra precision study on two advia centaurs and found acceptable performance. No further testing is required. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make a diagnosis of mi. Other markers, such as ck-mb or myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."